Event description:
It was reported that the patient presented to the hospital for a follow up and the pulse generator exhibited backup vvi mode. After the software was downloaded, normal function resumed. The patient would be monitor ed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).